Event description:
Customer reported IV set broke while in the pump chamber during chemotherapy administration. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation info should the device be returned for eval.